Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level that ranged from 538-600 mg/dl, cause was unknown. A correction bolus was delivered via the pump. Customer continued using the pump for insulin therapy.